Manufacturer narrative:
(B)(4).

Event description:
It was reported that "according to the department, when the catheter was being inserted, the guidewire became stuck and snapped in two. " the patient experienced a dissection of the radial artery wall with echocardiographic interruption of flow, without signs of acute ischemia due to good collateral circulation." Additional information received states "no further vascular examinations were performed given the satisfactory immediate clinical response regarding the vascularization of the hand." There was no medical intervention required. The patient's current condition is reported as "deceased". The patient's death is not related to the device event.